Manufacturer narrative:
The failure rate is within the expected occurrence, hence no further action was deemed necessary.

Event description:
Returned dacapo power pack showed a broken housing with electrolyte leakage. However, neither pt contact to battery chemistry nor any injuries were reported.